Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The date of death is not known. It is not known which embovac aspiration catheter was used for this procedure. The facility provided two different device codes and two different lot numbers: 125cm embovac 72 aspiration catheter (catalog: ic71125ca /lot: c51238) / UDI: (B)(4). 132cm embovac 71 aspiration catheter (catalog: ic71132ca / lot: c51243) / UDI: (B)(4). Lot c51238, expiration date: 11/30/2020. Lot c51243, expiration date: 12/31/2020. The device manufacture dates for the two lots are: lot c51238: 12/11/2019, lot c51243: 01/23/2020, [conclusion]: the healthcare professional reported from the field that during the procedure, the embovac aspiration catheter (unknown product code / unknown lot#) was used and it failed to advance beyond the clinoid segment. On 28 april 2020, additional information was received that indicated that there was a vessel perforation during the procedure. The physician mentioned that it was ¿not exclusively the embovac¿s fault but that he had made a contribution through its stiffness.¿ on 14 may 2020, additional information was received that indicated that the patient expired a few days after the procedure. The reporting physician stated that he would not attribute it exclusively to the embovac; however, it would not have a happened to him with the sofia plus catheter. A powerpoint presentation was provided documenting three embovac cases performed by this physician. The patient in this complaint corresponds to case #2. The patient was a (B)(6)-years-old female. After passing the thrombus with the trevo® pro 18 microcatheter (stryker) and traxcess® guidewire (microvention-terumo), the physician attempted to advance the embovac to perform an adapt maneuver. It was stated that this was a natural approach for the physician in this setting (short thrombus, large vessel -> high chance of one pass tici 3 successful with usual material (sofia)). While doing so, the microcatheter moved backward, proximally to the clot. The embovac would not advance beyond the clinoid segment. To proceed, the physician had to pass the thrombus again with the microcatheter. This time, there was a vessel perforation (which the physician considers a rare event). The bleeding could be controlled with a scepter balloon, but the vessel had to be left occluded, and the bleeding was quite severe. The patient ultimately expired a few days later. The images included were forwarded for an independent physician review. The attached imaging included in the complaint was reviewed by an independent physician on (B)(6) 2020. The results of the physician review are documented as follows: "the case description is accompanied by angiographic images of a left m1 occlusion where the embovac could not track distal to the cavernous segment over a microcatheter. While the microcatheter was at one point distal to the thrombus, it was proximal to the thrombus during the attempt to deliver the embovac more distal. It is unclear when the microcatheter was withdrawn or why. I do not see a support guide catheter on the imaging. During a second navigation of the microcatheter distal to the clot, a perforation occurred per the report. The vessel perforation was caused by the microcatheter or microwire, not the embovac catheter. The different aspiration catheters and microcatheters available on the market have different trackability, durability, and support features and the clinical support and physician should be educated on these differences to manage expectations of device performance. There does not appear to be a technical device issue with embovac in the case." Physician name and date reviewed: (B)(6) md, may 20, 2020. Difficulty tracking a catheter through the vasculature is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique, and appropriate device selection. Vessel perforation, hemorrhage, and death are known potential adverse events associated with the use of catheters or with the endovascular procedures and are listed in the instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the perforation; however, clinical and procedural factors, including patient anatomy, vessel characteristics, and manipulation of ancillary devices, may have contributed rather than the design or manufacture of the device. Based on the available information, it appears that the embovac failed to track appropriately to a more distal location. This failure of the embovac to track resulted in the microcatheter/microwire combination loss of target vessel access and on re-entry into target vessel, the microcatheter/microwire combination resulted in vessel perforation and bleeding which ultimately led to unfortunate outcome of death despite intervention. A review of manufacturing documentations associated with both lots (c51238 and c51243) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. It was not known which embovac aspiration catheter was used for this procedure; the facility provided two different embovac devices: 125cm embovac 72 aspiration catheter (ic71125ca / c51238) and 132cm embovac 71 aspiration catheter (ic71132ca / c51243). The manufacturing documentation review was performed for both lots (c51238 and c51243). Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. With the information provided but without the product available for analysis, the reported customer complaint about tracking difficulty could not be confirmed. Based on the manufacturing documentation review for both of the lots provided, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported from the field that during the procedure, the embovac aspiration catheter (unknown product code / unknown lot#) was used and it failed to advance beyond the clinoid segment. On 28 april 2020, additional information was received that indicated that there was a vessel perforation during the procedure. The physician mentioned that it was ¿not exclusively the embovac¿s fault but that he had made a contribution through its stiffness.¿ on 14 may 2020, additional information was received that indicated that the patient expired a few days after the procedure. The reporting physician stated that he would not attribute it exclusively to the embovac; however, it would not have a happened to him with the sofia plus catheter. A powerpoint presentation was provided documenting three embovac cases performed by this physician. The patient in this complaint corresponds to case #2. The patient was a (B)(6)-years-old female. After passing the thrombus with the trevo® pro 18 microcatheter (stryker) and traxcess® guidewire (microvention-terumo), the physician attempted to advance the embovac to perform an adapt maneuver. It was stated that this was a natural approach for the physician in this setting (short thrombus, large vessel -> high chance of one pass tici 3 successful with usual material (sofia)). While doing so, the microcatheter moved backward, proximally to the clot. The embovac would not advance beyond the clinoid segment. To proceed, the physician had to pass the thrombus again with the microcatheter. This time, there was a vessel perforation (which the physician considers a rare event). The bleeding could be controlled with a scepter balloon, but the vessel had to be left occluded, and the bleeding was quite severe. The patient ultimately expired a few days later. The images included were forwarded for an independent physician review.